Event description:
Pain and from time to time noise in the right knee was reported. Patient is part of the clinical study (B)(6) for tc-plus solution ps total knee system. Medical treatment with celecoxib and voltaren was performed.